Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a battery depletion code was observed. The code was able to be cleared, however, the device then displayed out of range shock impedance measurements. It was noted that the device had not been connected to an electrode when this message displayed. The device was never used for implant and there was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis concluded that the battery depletion code that was able to be cleared could be related to the device being stored at too cold of a temperature and the lead impedance message was due to the absence of an electrode being connected to the device.